Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. Serial numbers not obtained due to outcome of call. The reason for call was rep mentioned patient needs a new recharger and it's taking 3 hours to go up to 20-30%. Rep mentioned the controller itself is working but more so with recharging the implantable neurostimulator (ins). Rep mentioned patient mentioned the issue began for them a couple weeks ago. Patient services (pss) reviewedwith mdt rep the serial number of the recharger will be needed to replace the recharger. Patient services (pss) informed mdt rep patient can call patient services (pss) to provide that information. Patient called back with equipment and stated it is taking them 3-4hrs to get 30% charge on their implantable neurostimulator (ins). Patient confirmed no controller port or recharger damage. While patient services (pss) was reviewing recharger replacement, patient became escalated and stated they need a new controller too. Patient stated 'it didn't work at all for 3 days but I finally got it to work but the implantable neurostimulator (ins) took 3-4hrs to get to 30%.' Patient also stated the screen 'wouldn't come on at all' and goes dark when they've tried to charge the implantable neurostimulator (ins). Patient stated they were unable to undergo MRI due to inability to charge their implantable neurostimulator (ins) to get into MRI mode. Patient services (pss) attempted to clarify but patient became escalated and disconnected call. No symptoms were reported. A replacement recharger was sent out.

Event description:
Manufacturer representative (rep) called back and reported the patient has continued to experience the same issue previously documented after receipt of replacement recharger. Caller explained the patient usually calls them very frustrated and when they are at their wits end of trying to resolve issues. The patient reported to the rep that today they were trying to charge their implant; controller was at 100% and started charging excellent with the green light flashing, then the controller went blank and unresponsive. The patient tried to reset the controller by removing and reinserting the li battery pack but that did not resolve. Caller mentioned when the patient plugged their controller into ac power, the green led did not illuminate at that point (uncertain if that was on ac power cord or controller). Caller requested for patient services (pss) to call the patient back for further troubleshooting. Patient services (pss) called patient but there was no answer. Patient services (pss) left a voicemail explaining some troubleshooting steps may be done to potentially get their controller functioning; if not, troubleshooting would let us know which component may need to be replaced to remedy the issue. Patient called back stating they received the recharger. Controller will not even come on now again. It is unresponsive. Patient reported it will not come on with and without battery pack and will not come on with aa batteries. Patient said the ac power supply does not have the green light. A replacement controller and ac power supply was sent out. Patient also mentioned they spoke with a rep yesterday.

Manufacturer narrative:
Product ID 97745 lot#/serial# (B)(6) product type programmer, patient product ID 97745ac lot# serial# unknown: product type accessory additional information updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.